Event description:
It was reported that the wake button was sticking and the customer had to apply more force to get it to work. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.